Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the catheter dissected the patient¿s coronary sinus. The procedure was finished successfully and no further action was necessary. The patient feels well and has had no problems. Blood tests and x-rays were normal. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.